Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator was found in backup mode due to event queue overflow. Programming changes were made. There were no patient consequences.